Manufacturer narrative:
The medfusion 3500 pump was received for evaluation. Upon receiving the pump, it was noted that the right plunger case was missing screws. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log was reviewed to investigate the reported problem. The force sensor error was confirmed. It was found that the force sensor cable was damaged. This was determined to be caused by the customer. It was replaced and the plunger head's missing screws was installed to resolve the reported issue.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a force sensor error. It is unknown if this occurred while in use with a patient.